Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with roche cardiac troponin t on two cobas h 232 analyzers. The cobas h 232 analyzer is not released for distribution in the united states, nor "it is like" or similar to a product released for distribution in the united states. Roche markets two roche cardiac troponin t assays, roche cardiac trop t sensitive and roche cardiac t quantitative troponin t quantitative. It was asked, but it is not known which specific product was used by the customer. A sample from the patient was tested on a cobas h 232 analyzer (serial number (B)(4)) and the troponin t result was 1460 ng/ml. The sample was also tested on a cobas 6000 analyzer, resulting with a troponin t value of 7 ng/ml. The sample was tested on a second cobas h 232 analyzer (serial number (B)(4)) and the result was 1605 ng/ml. The patient was sent to the emergency room for further investigation. On the same day, new samples were collected from the patient and the values were 6 - 7 ng/ml for all measurements. No adverse events were alleged to have occurred with the patient. Controls tested on both meters have passed. The customer's product has been requested for investigation.

Manufacturer narrative:
Customer material was requested but was not returned for investigation. No further investigation could be performed. The cause of the event could not be determined.